Event description:
It was reported that: the ventilator had stopped and did not alarm during operation with a patient. A nurse recognized the situation by means of an acoustical alarm signal from the spo, monitor connected to the patient. The patient breathed room air via the ventilator's emergency inspiration/expiration valves. All displays and led's were not lit except the ventilation mode led's. There was no patient injury.